Event description:
It was reported that the customer was hospitalized due to low blood glucose of 34 mg/dl. The customer was experiencing unexplained low glucose for one. Day. Troubleshooting was performed. The programming, time, and date were correct. The reservoir was showing the same amount of insulin that the status screen shows. The customer¿s most recent glucose reading was 234 mg/dl. Advised the caller to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.